Manufacturer narrative:
The device and additional information have been requested; however, have not been received. A supplemental file will be submitted should additional information become available.

Event description:
Report received from (B)(6) stating 'aspiration issue, the stable chamber system is failing. The cassette was changed two times. There was lengthening of the surgical procedure and appearance of a corneal edema."